Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a lead with clavicular crush damage 11.5 to 12.3 cm from the connector pin. The outer insulation was abraded and separated in this region. The four filars of the outer coil were fractured/separated 11.5 to 12.3 cm from the connector pin due to the clavicular crush. The inner insulation was abraded and breached 11.9 to 12.1 cm from the connector pin due to the clavicular crush. Di not available as product was manufactured on or before september 23, 2014

Event description:
This report is to advise of an event observed during analysis.